Manufacturer narrative:
An event regarding dislocation of a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for investigation. Medical records received and evaluation: all records were reviewed by a consulting clinician who indicated no root cause determination can be made with the limited medical records provided. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation concluded that the root cause could not be determined as the device was not returned and insufficient patient medical records were provided for review. It was noted that the patient¿s actions prior to dislocation include bending forward greater than 90 degrees, adduction and internal rotation of the hip. In standard postoperative posterior tha precautions all three of these positions are to be avoided as they put the patient at risk for dislocation. No further investigation for this event is possible at this. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported as part of the secur-fit advanced clinical study that the subject was cleaning his shoes and his hip dislocated. The subject underwent a closed reduction and a (B)(4) brace was used.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Event description:
It was reported as part of the secur-fit advanced clinical study that the subject was cleaning his shoes and his hip dislocated. The subject underwent a closed reduction and a bledsoe brace was used.